Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the grey protective plastic on the scissors cracked prior to use on patient. No patient involved.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as a not reportable. If information is provided in the future, a supplemental report will be issued.